Manufacturer narrative:
Corrected information has been provided in b3. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp coded and required two rounds of cardiopulmonary resuscitation and defibrillation. The patient achieved return of spontaneous circulation and had a stent placed to the right coronary artery. The pump continued to have position in aorta alarms with repositioning, high purge pressure, and purge pressure blocked alarms. There were also ongoing suction alarms, ultimately leading to replacement of the pump. Later, the patient was successfully weaned from the pump and survived.